Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility is now using an abd from another heart lung machine (hlm).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the hinge on the air bubble detector (abd) was broken. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.